Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to the description for more information regarding the specific circumstances of this event. (B)(4).

Event description:
It was reported that five weeks post implant, the patient experienced diaphragmatic stimulation after lifting heavy boxes. The patient was seen in the emergency room and x-ray confirmed the right ventricle (rv) lead dislodgement with lead tip in the clavicle region. Subsequently, this patient underwent a revision procedure and this lead was explanted and successfully replaced with a different lead. No additional adverse patient effects were reported.